Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: description - triathlon-prim tib baseplate, cat #5520-b-500, lot # s713s; description - x3 triathlon cs insert #5 16mm, cat #5531-g-516, lot #lcj733.

Event description:
It was reported that pt had a fall, knee became unstable, revision knee arthroplasty was performed.